Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm during priming on the insulin pump. The customer's blood glucose level was unknown mg/dl. The patient stated that the insulin pump makes a funny noise and then alerts motor error. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced. The patient was advised to removed the insulin pump battery to prevent continued alarms. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per heatlhcare provider instruction.

Manufacturer narrative:
The insulin pump was received with no motor error alarms noted; and the motor was tested outside the device and passed. No motor noise anomaly noted. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump has cracked case at the display window corners, reservoir tube lip, battery tube threads, minor scratched display window and with shifted end cap sticker.